Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to discontinue use of the device. The patient was a non-user from (B)(6) 2013 until (B)(6) 2015.

Manufacturer narrative:
(B)(4): implanted device remains.